Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving no delivery alarms during basal delivery. The customer stated that the insulin pump kept locking up. The customer stated he changed the infusion set. The customer's blood glucose was over 500 mg/dl. Advised to call when the alarm occurred in order to troubleshoot. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and cracked battery tube threads.